Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported while in use on a patient, an 840 ventilator shut down and became inoperative. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event. The technical support engineer (tse) troubleshot the issue with the customer over the phone. The tse recommended replacing the bd cpu, breath delivery central processing unit and the power supply. At this time no further information is available. Customer was instructed to call back if the recommendation did not correct the failure. Covidien was not authorized to service the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.